Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down/smartphone: data not available omnipod 5 software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported developing low blood glucose levels and being hospitalized on (B)(6) 2025 and remains hospitalized at the time of reporting. The patient was unable to recall the exact blood glucose values but stated they were below 54 mg/dl. He reported that medical attention was sought due to low blood glucose levels and that the diagnosis provided was ¿low blood glucose.¿ the patient was unable to provide further details regarding treatment received or anticipated discharge date; however, he noted that he could call back after being discharged. No further details are currently available. If additional information becomes available, a supplemental report will be submitted.